Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the biopsy port connector detachment, glue peeling and key missing could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that the control body biopsy port was detached, and the key was missing. Additionally, the evaluation revealed the adhesive on bending section cover (a-rubber) was peeling and the light guide tube had scratch marks. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus during reprocessing the biopsy port connector came off of the cysto-nephro videoscope. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.